Event description:
It was reported to philips that the system's c-arm was unable to perform rotations.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was being performed when the issue occurred and was completed as planned, since the customer used automatic position on the tsm to put the c-arc in the desired position. The philips field service engineer (fse) visited system onsite and confirmed that the c arc was unable to perform rotations. Upon troubleshooting, the fse found that when moving the c-arc with button to roll, the propeller moved at the same time. To resolve the issue, the fse replaced geo module console and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.